Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "difficulty connecting the vitrectomy probe tubing to the system" (fitting problem). The nurse reported difficulty connecting the vitrectomy probe tubing to the system. A second pak was opened to troubleshoot the issue, with the same problem noted. The system was switched out and the planned anterior vitrectomy was completed. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The cpc connector was replaced to mitigate the problem connecting the vitrectomy probe tubing to the system. The cpc connector was disposed of. The system was then tested and met all product specifications. (B)(4).